Event description:
It was reported that during an arthroscopic surgery the device sometimes switched off and had intermittent function. The cassette is sometimes only recognized after it has been inserted several times. There was no harm for patient, operator or third party. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: complaint allegation is not confirmed. One unpackaged ar-6480 arthroscopy pump serial number: (B)(6) was received for investigation. The returned device was visually inspected and no problems were noted with the device. The returned device was assembled with an ar-6410, lot number: 73988853 and an ar-6430, lot number: 73002759 pump tubing and was tested and evaluated under normal use conditions to see if the issues reported could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure, the run button was pressed to start the machine. The pump was run for 62 minutes with no issues. No intermittent function was observed, at no point during the 62 minute run time was the returned ar-6480 observed to switch off. Further, when assembling the returned ar-6480 with the cassette tubing, it was noted that the device was able to recognize the tubing as intended. Further testing was done to ensure that the ar-6480 arthroscopy pump recognized the cassette tubing and no issues were noted during these three additional attempts. No problem found. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected¿no problem found. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These results indicated no problem with pressures. It was noted during the test that the pump motor/rotating parts made a loud noise when running. The cause of this can be attributed to wear and tear of the motor, which is exhibited in the noisy motor and caused by extended usage in the field¿device manufacture date 2015. Refer to investigation photos.